Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 194 mg/dl at the time of the incident. Customer reports they was able to clear the alarm. Customer reports the insulin pump did require rewind. Customer able to complete rewind. Customer reported that the alarm did not occur shortly after inserting a new battery. Customer reported that the alarm was recurring during normal insulin pump use. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.